Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2258778. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2022-09-15. D.4. Medical device lot #: 3032691. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2023-02-01.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that they are exhibiting improper gel separation post centrifiguration. This event occurred six times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that lot #s 2258778 and 3032691 are exhibiting improper gel separation. Customer problem: customer states lot #s 2258778 and 3032691 are exhibiting improper gel separation. Steps taken with customer/troubleshooting: customer states tubes are allowed to clot for 30 minutes prior to centrifugation. Tubes are centrifuged at 1100 g for 10 minutes. Customer states tubes are filled within the proper amount.

Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples (5 from each lot #) and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. The samples were tested and the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided. Testing of returned samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 13-sept-2023. .

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that they are exhibiting improper gel separation post centrifiguration. This event occurred six times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that lot #s 2258778 and 3032691 are exhibiting improper gel separation. Customer problem: customer states lot #s 2258778 and 3032691 are exhibiting improper gel separation. Steps taken with customer/troubleshooting: customer states tubes are allowed to clot for 30 minutes prior to centrifugation. Tubes are centrifuged at 1100 g for 10 minutes. Customer states tubes are filled within the proper amount.